Event description:
Philips received a complaint by the customer on the v60 indicating that there was an issue with the touchscreen function. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The manufacturer's product support engineer (pse) evaluated the device with the assistance of the customer. The reported problem was confirmed. The investigation is ongoing.

Manufacturer narrative:
H10: the customer opted to cancel the repair order so the device was returned unrepaired.